Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find another complaint on the lot number 8030263.

Event description:
According to the available information the balloon failed once inserted and a hole was discovered. The patient was re-inserted with a new catheter.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find another complaint on the lot number 8030263. Balloon bursting issue is known but according to the available information, we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action CAPA-000152: "balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded.

Event description:
According to the available information the balloon failed once inserted and a hole was discovered. The patient was re-inserted with a new catheter.